Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 96-year-old female patient for protected percutaneous coronary intervention. The patient's comorbidities were not reported. The patient's clinical state prior to initiation of support, including the society for cardiovascular angiography and interventions (scai) shock stage, was not reported. During insertion of the impella cp device, the physician observed under fluoroscopic imaging that there was a substantial kink in the cannula. The device was not advanced for support and the decision was made to remove the catheter. Additional information indicated that excessive force had been applied during insertion. Resistance was encountered within the femoral artery. The patient was reported to be obese, and vessel tortuosity was present. The reported product damage involving a kinked cannula occurred during insertion in the setting of difficult vascular anatomy, including femoral artery tortuosity and obesity. These factors may have contributed to resistance encountered during advancement of the device. The impella cp device was removed, and support was not established with the affected device. The post-procedure outcome is unknown.